Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 33mm 7300tfx mitral valve expired several days post procedure due to intracranial hemorrhage and endocarditis.

Manufacturer narrative:
Early onset endocarditis (60 days or less post-implant) generally reflects contamination arising in the perioperative period. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant non-conformances. Additionally, a lot history review was performed per (B)(4), and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is unable to be determined.